Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Unable to perform displacement,rewind, basic occlusion, occlusion,prime test and excessive no delivery test due to no button response. Pump received with cracked display window corner,cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 318 mg/dl. Troubleshooting was not performed. The device was returned for analysis.